Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse removed the stuck cable and checked for any exposed wires. None were found. The unit was able to be charged. The fse advised the user on gently guiding back the retractable power cord. The fse performed all functional and safety checks to meet factory specifications.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) retractable cable stuck. There was no patient involvement.